Manufacturer narrative:
1. Customer feedback received a user complaint about a battery exploding inside the machine. We hope to obtain the battery, machine, related damage pictures or usage method and environment for further analysis. The customer feedback is being tracked, but there is no progress for the time being. 2. Risk analysis was performed on this model of device, covering design self-inspection, risk document review, and design verification inspection. Based on the analysis results and the existing information from customer complaints, it is confirmed that the probability of battery explosion in the main unit of the sphygmomanometer is extremely low. 3. No serious injuries were reported in this incident, but there is a potential risk of adverse health effects if it occurs again, so this report is evaluated and submitted. 4. If additional user information or other relevant evidence is obtained in the future, the investigation will continue and the follow up report will be submitted.

Event description:
It was reported the batteries exploded inside the machine and the spring part has fallen off.